Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that the cardiosave intra aortic balloon pump(iabp) had issue regarding unable to adjust internal helium transducer and helium leak during preventive maintenance. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The getinge field service engineer (fse) that encountered the issue, replaced the helium reservoir assembly and pneumatic module assembly. The device passed all applicable calibrations and function checks per manufacturer specifications and is now ready for patient use. The failure analysis and testing dept. Received helium reservoir assembly and pneumatic module assembly with a reported unit failure of unable to adjust the internal helium transducer. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. No failure confirmed on any part. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.